Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 3 months and 2 weeks following the identification of hyperattenuated leaflet thickening (halt), an echocardiogram was performed which showed no stenosis of the transcatheter valve. The anti-coagulation was discontinued approximately 14 days later. The event was reported as resolved, with no sequelae.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately six years, six months following the implant of this transcatheter bioprosthetic valve, the patient presented with atypical chest pain, shortness of breath, and decreased activity tolerance. An echocardiogram was performed and showed moderate stenosis of the prosthetic aortic valve. A computed tomography angiogram was performed and revealed evidence of hypoattenuation leaflet thickening. An anticoagulation medication was initiated for a scheduled duration of three to six months. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. B7. Relevant history h6. Codes were added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately six years, six months following the implant of this transcatheter bioprosthetic valve, the patient presented with atypical chest pain, shortness of breath, and decreased activity tolerance. An echocardiogram was performed and showed moderate stenosis of the prosthetic aortic valve. A computed tomography angiogram was performed and revealed evidence of hyperattenuated leaflet thickening (halt). An anticoagulation medication was initiated for a scheduled duration of three to six months. No adverse patient effects were reported. Additional information received indicated that approximately 3 months and 2 weeks following the identification of halt, an echocardiogram was performed which showed no stenosis of the transcatheter valve. The anti-coagulation was discontinued approximately 14 days later. The event was reported as resolved, with no sequelae. Additional information was received to report approximately eight years after the transcatheter aortic valve replacement procedure, an echocardiogram was performed and showed an increased velocity across the aortic valve. The transthoracic echocardiogram showed a mean aortic valve gradient of 38mm hg, maximum velocity was 3.62m/s, and the effective orifice area index was 0.31cm2/m2. It was unknown whether the patient was symptomatic. The patient was scheduled for computed tomography (CT) imaging to evaluate the bioprosthetic valve further. Approximately three weeks later, the CT was performed and showed thickening of the bioprosthetic aortic valve leaflets; the aortic valve area was 1.1cm2. Four days later, the patient was evaluated by a cardiologist who determined the patient had no cardinal symptoms. No treatment was provided; the patient would continue to be monitored for symptoms. A follow-up echocardiogram was scheduled for nine days later.